Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. The user reported the cannula may not have been inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia while wearing the pod between 24 and 36 hours on the abdomen. She felt nauseous and dehydrated. She took the pod off at the hospital, her bg (blood glucose) was around 598 mg/dl, the cannula was bent and it was dry. She believes the cannula did not go into her skin because she did not smell or feel any insulin on the pod when it was removed. Patient thinks her bg went into the 600¿700's md/dl while at the hospital but was not sure, it would also go down to 40 mg/dl. The patient was treated with intravenous fluids and gave her oral potassium. Patient then went to the ICU (intensive care unit) and was put on an insulin drip, 8 meters of saline fluids and IV of potassium as it was low. Switched the insulin drip to manual shots of lantus for 2 days before they discharged her. Patient stated they put her blood pressure medication lisinopril (10 mg, twice a day). They also gave her a prescription for lantus and novolog as they do not want her on the pod until she sees her doctor.